Event description:
Procedure type: pancreaticocystogastrostomy. According to the reporter: malformed stapling occurred. Tissue might be too thick. A renear cutter was used to recover the device. Another device was used. No bleeding occurred. Nothing fell into the pt cavity. The surgeon had to resect more tissue than what was originally planned due to the product problem. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).